Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent surgery to replace the device. There were no anomalies observed in the explanted device. There were no further patient complications.